Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited telemetry anomaly. The device was reprogrammed and the issue was resolved. The patients condition was fine.